Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2010 and the mesh was implanted. Since then the patient experienced chronic pain and underwent a mesh excision on (B)(6) 2017. No further information is available.